Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ essure perforated left fallopian tube and settled in pelvis'), device dislocation ('misplaced device, malposition of essure device location of device: unsure of location / unable to locate/ migration of essure device location of device: unsure of location') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 888783, 869763 (as per mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concurrent conditions included fibromyalgia and chronic cervicitis. Concomitant products included amitriptyline hydrochloride (amitriptyline hcl), diclofenac, drospirenone + ethinylestradiol (yaz) and tramadol hydrochloride (tramadol hcl). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headache"), headache ("migraines / headache"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("md tried to look for it to remove but, was unsuccessful in locating the coil."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy-md unable to locate the device for removal). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, anxiety, migraine, headache and dysmenorrhoea had not resolved and the complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: (B)(6) 2015- procedure:da vinci laparoscopic total hysterectomy, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: other (please describe) that one of the essure stents was not in the right place ¿ outside the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, migraines. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Case become medically confirmed and incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics were added. Lot number was added. Added event abnormal bleeding (general), anxiety , misplaced device/malposition of essure device location of device: unsure of location / unable to locate/ migration of essure device location of device: unsure of location,, migraines , headaches, dysmenorrhea (cramping), perforation (fallopian tube(s)). Updated outcome from unknown to not recovered/ not resolved historical drug, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.